Manufacturer narrative:
This supplement is to correct the inital reported results code from to results code.

Event description:
It was reported by the customer the image has a "strange cutoff" which resulted in the need for an additional exposure to complete the exam. A field service engineer was dispatched which revealed the collimator was out of position due to a setup issue. The system was rebooted and proper operation was verified.